Event description:
The computerized physician order entry contrivance of this manufacturer enables absurdity without warning or notification by pop-up screen that the dose is absurd, or the route of administration is absurd, or the frequency is absurd. In the event of an errant click or an inadvertent addition of a zero or transposition of two digits, the absurd order will be issued to the pharmacy. The cpoe contrivance should not permit absurd orders. An example of an absurd order is 50 mg digoxin subcutaneously.